Manufacturer narrative:
The device was received at zoll medical corporation. The customer's report was duplicated and attributed to having no software loaded on the pace/defib core engine. Historically failures of this type are a result of the device's software being upgraded in the field. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's defiber output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.